Event description:
It was reported that dr (B)(6) revised the shell, liner, and head because the shell became loose. He took off the femoral head, removed the liner, screw, and shell. He replaced the components with a new revision shell, gap screw, liner, and head.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer, as hospital would not release the reported device. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested, but not made available. Based on the limited info provided at the time of evaluation, the reported event cannot be confirmed and no determination can be made at this time. Should additional info become available, the evaluation summary will be submitted in a supplemental report.